Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue. During evaluation it was also observed that the device was not completing the boot up cycle. The system board was replaced to resolve both issues. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report their device unexpectedly lost power. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
The system pcb was returned to stryker for further analysis. It was determined the root cause was an inoperable y1 crystal on the single board computer of the system pcb.

Event description:
The customer contacted stryker to report their device unexpectedly lost power. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.